Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and corrective actions for the device described in this report. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported that blood leakage was observed at the luer lock on the arterial side of the oxygenator. Ref. # (B)(4).